Event description:
It was reported that the blockers pulled off oasys screws. Rod pulled out of screws as well. A revision surgery was completed.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: risk assessment results: the customer event of an oasys blocker disengagement from the screw was confirmed via x-ray images. The device was not returned for evaluation. The surgical technique states that ¿it is important to tighten the blocker to the recommended torque of 3 nm to ensure future integrity of the construct. Tightening under or over the torque limit is inadvisable and should be avoided.¿ conclusion: the root cause of the failure could not be determined due to the absence of the device.

Event description:
It was reported that the blockers pulled off oasys screws. Rod pulled out of screws as well. A revision surgery was completed